Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown issues. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This event is no longer reportable since we received additional information that there have been no allegations for the lead to indicate that the lead failed to meet performance specifications and perform as intended. No evidence of a product malfunction. The lead was explanted due to patient condition. Please disregard report 2124215-2022-40045.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to patient condition. The patient was a non-responder, so the physician decided to place a new lead in a new vessel. Subsequently a new lv lead was successfully implanted. No additional patient adverse effects were reported. The lead will not return for analysis.